Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing a "warm sensation" at the pacemaker device site when the patient's spinal cord stimulator was active. High ventricular output was also reported. The pacemaker is still in use. No patient complications have been reported as a result of this event.